Event description:
Allegedly, primary surgery was preformed on (B)(6) 2016. The surgeon found a dissociation after surgery and mentioned the locking ring was deformed to keep it open.

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, primary surgery was preformed on (B)(6) 2016. The surgeon found a dissociation after surgery and mentioned the locking ring was deformed to keep it open. The surgeon performed revision surgery on (B)(6) 2019. We will not return product at this time.